Manufacturer narrative:
The reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment showed bend insertion needle. T1 and t2 were returned with cut sutures. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper use of device. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.

Event description:
It was reported that, during a meniscus repair, after having deployed the fast fix's t1, the needle could not be bounced back. There was a backup device available. It is unknown if there was a surgical delay or further complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.